Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the pre-implant interrogation, the following message was displayed: "a pre-programmed setting with the same name already exists. Do you want to overwrite it?". The subject ICD was therefore not implanted.

Event description:
Reportedly, during the pre-implant interrogation, the following message was displayed: "a pre-programmed setting with the same name already exists. Do you want to overwrite it?". The subject ICD was therefore not implanted.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Preliminary analysis revealed that the reported event was due to an inappropriate software management of pre-programmed settings for platinum devices.

Event description:
Reportedly, during the pre-implant interrogation, the following message was displayed: "a pre-programmed setting with the same name already exists. Do you want to overwrite it?". The subject ICD was therefore not implanted.